Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to stress on the insertion section such as the following: physical stress such as rubbing or hitting insertion section; chemical stress from reprocessing not recommended by IFU (reprocessing manual); stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) The event can be detected/prevented by following the warnings against applying external stress to the insertion section: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The event can be detected/prevented by following the warnings on non-recommended reprocessing: "1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The event can be detected/prevented by following the warnings on bad storage environment: " store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. Do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer returned the device to olympus for evaluation. It was discovered, the leakage was coming from the perforated biopsy channel and peeling off the coating. These events were caused by mishandling. Additionally, the following was identified and is as follows: (a.) Tilted image, (b.) And the distal end unit must be replaced due to a leaky biopsy channel, (c.) The electrical safety check grounding failed, (d.) The distal end cap, (insertion part)- distal end bending cover was deformed, (e.) The insertion part of the bending section cover separated, (f.) The connecting tube had both coating peel off, and a dent, (g.) The universal cord was scratched, (h.) And the connector housing plug unit was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii bronchovideoscope device was returned to olympus with the repair request from the customer stating; ¿the device does not pass the leakage test.¿ upon inspection, it was discovered that the connecting tube -coating was peeling off. The event occurred during reprocessing. There was no patient involvement. This report is being submitted for the malfunction found during evaluation (coating peeling off).